Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah, excision of vulvar lesion, paravaginal defect repair and sacral colpopexy due to uterovaginal prolapse, cystocele, enterocele, rectocele and deficient perineal body. Patient underwent mesh removal on (B)(6) 2005 due to exposed mesh and underwent a destruction of inflammatory lesion using electrocautery on (B)(6) 2005. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced extrusion, bowel problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent colporrhaphy on (B)(6) 2004 due to open wound in vagina. It was reported that patient underwent cauterization of the vaginal lesion on (B)(6) 2005 and (B)(6) 2005 due to vaginal lesion. No additional information was provided. (B)(4)

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.